Event description:
The accounts biomed stated he is seeing a flash code of 8 on both siderails and the logic board is getting a network heartbeat failure. He found the coiled cable was shredded, exposing bare wiring.

Manufacturer narrative:
The accounts biomed replaced the coiled cable to repair the bed.